Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the rn was sprayed on her arm with propofol when the maxzero was disconnected from the tubing. There was no report of patient harm.

Event description:
The customer reported that the rn was sprayed on her arm with propofol that leaked from the maxzero connector as she was disconnecting the tubing from the patient.